Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered therapy for ventricular tachycardia (vt) which was not successfully cardioverted. Boston scientific technical services (ts) reviewed the episode confirming appropriate detection and delivery of therapy. There were no instances of oversensing, noise or other anomalies throughout the episode. Ts discussed programming considerations as well as potential medical management for this patient. Therapy settings were reprogrammed. No adverse patient effects were reported. This system remains in service.